Event description:
On (B)(6) 2013, the surgeon performed an si joint arthrodesis on the patient placing three ifuse implants. The patient complained of pain four months after the surgery. The surgeon believed that the superior implant may have contributed to the patient's radiculopathy and decided to remove it. On (B)(6) 2014, the surgeon attempted to remove the implant, but it was solidly fixed in bone and could not be removed. The surgeon performed an alif procedure during the same surgery. No implants were removed or adjusted.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea, the most probable root cause is late recurrence of symptoms.part numbers, lot numbers, manufacturing dates and expiration dates:ifuse implant, p/n 7035-90, lot# 8078003804006, manufactured 08/08/12, expires 2015-09;ifuse implant, p/n 7040-90, lot# 154275, manufactured 03/15/13, expires 2018-03;ifuse implant, p/n 7045-90, lot# i0261, manufactured 12/28/12, expires 2017-12.